Event description:
Allegedly, the patient believed that patient was pregnant in september 2000. Two months later, however, patient started to bleed. Patient's bhcg level that day was 10 mlu/ml. Patient's bhcg levels ranged from 94 to 191 mlu/ml during the following weeks. A d&c was performed three weeks later. Patient received a methotrexate injection on three separate dates from 10/2000 to 2/2001, patient's bhcg levels ranged from 86 to 178 mlu/ml.